Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation. During the investigation it was noted that the reported damaged screen and unreadable data were verified during evaluation. Impact damage was observed on the screen and is not consistent with normal wear and tear. The lcd display was replaced. No emerging trend based on similar reports.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display was not legible. Complainant indicated that there was no patient involvement in the reported malfunction.